Event description:
It was reported that prior to the initial implant procedure of a transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Subsequently, the valve was placed. A post-implant balloon valvuloplasty was performed due to a paravalvular leak and an under-expanded valve frame. The bav involved the use of a 24 mm balloon, inflated once with a syringe for a short duration. The post-implant bav resulted in an annular rupture and surgical repair was provided as an intervention. The transcatheter aortic valve evfxplus-29 was explanted. The patient's anatomy, specifically calcification, was noted as a contributing factor to the event. Additional information was received indicating that the severity of the paravalvular leak was moderate. Of note, the bav balloon used was a non-medtronic device.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the initial implant procedure of a transcatheter aortic valve evfxplus-29, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Subsequently, the valve was placed. A post-implant balloon valvuloplasty was performed due to a paravalvular leak and an under-expanded valve frame. The bav involved the use of a 24 mm balloon, inflated once with a syringe for a short duration. The post-implant bav resulted in an annular rupture and  surgical repair was provided as an intervention. The transcatheter aortic valve evfxplus-29 was explanted. The patient's anatomy, specifically calcification, was noted as a contributing factor to the event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012685663); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012690252); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.